Event description:
I had lasik eye surgery and have suffered all this time. My eye is still trying to get well and I still can not see correctly and now the doctor says I will have permanent scarring of my cornea. I saw on the news about other pts with similar problems. Please let me know what I should do.